Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and there was blood leaking from the hemostatic valve of the vizigo sheath. Upon inspection, they noticed a crack in the hemostatic valve as blood was squirting out of the tubing when the physician was trying to flush the sheath. When the sheath was replaced, the issue resolved. No adverse event was reported on the patient.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and there was blood leaking from the hemostatic valve of the vizigo sheath. Upon inspection, they noticed a crack in the hemostatic valve as blood was squirting out of the tubing when the physician was trying to flush the sheath. When the sheath was replaced, the issue resolved. No adverse event was reported on the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was preformed, and water leakage was observed in the union between the hub and side port. Due to this condition an external manufacturing investigation was performed, and it was concluded that the channel in the adhesive at the hub to stopcock connection is the cause of the leak. Device history record was performed for the finished device 00002384 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal corrective action has been opened for further corrective actions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).